Event description:
It was reported that a physician attempted a novasure endometrial ablation (exact date unknown). At the beginning of the procedure, the physician seated the electrode array and it was at this point a perforation was "detected". The physician removed the device and aborted the procedure. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).